Manufacturer narrative:
A pinnacle shell was inserted during a primary total hip on the left side. The 52x36 altrx neutral liner was placed and impacted. The liner would not sit down/lock into the cup. Additional information indicates the liner would not seat properly due to a bone screw. Examination of the returned liner finds nothing outward to suggest product problem. Several dimensions were found out of tolerance when dimensionally evaluated. These out of tolerance conditions were found post reported impaction. It was reported the liner would not seat in the acetabular cup due to a proud bone screw. The bone screw was received against another complaint and the acetabular cup was not returned for examination. A search of the complaints databases identified no other reports against the liner product/lot code combination. The device was sent to finished goods as a (B)(4) piece lot in july 2015 and (B)(4) pieces show delivered to an end customer. As no additional reports have been received, can be reasonably assumed implanted without issue. The investigation identified no product problem and corrective action has not been indicated. Monitor via trending (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
A 56mm pinnacle shell was inserted during a primary total hip on the left side. The 52x36 altrx neutral liner was placed and impacted. The liner would not sit down/lock into the cup.

Manufacturer narrative:
Additional narrative: (B)(4). Examination of the returned device finds nothing outward to suggest product problem. Several dimensions were found out of tolerance when dimensionally evaluated. These out of tolerance conditions were found post reported impaction. It was reported the liner would not seat in the acetabular cup due to a proud bone screw. A search of the complaints databases identified no other reports against the liner product/lot code combination. (B)(4). As no additional reports have been received, can be reasonably assumed implanted without issue. The investigation identified no product problem and corrective action has not been indicated. Monitor via trending sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.